Event description:
Patient had open wound at patella location. Md scheduled patient for debridement and poly exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding infection involving a ps lipped tibia insert lg 16 was reported. The event was not confirmed. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient had open wound at patella location. Md scheduled patient for debridement and poly exchange.